Event description:
Event description guidant received information that this pacemaker upon interrogation displayed elective replacemant time since a month ago. The programmed settings were provided and are within normal range, no high output settings that the field clinical representative(fcr) is aware of, with pacing 100% in the atrium and 30% in the vent. The fcr notes that the records show these parameters to be consistent since the implant.